Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 278255, expiration date 01/31/2015). (B)(4).

Event description:
Customer tested 3.3 mmol/l and 5.7 mmol/l on mobile system 1, and 6.9 mmol/l and 7.8 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.